Event description:
It was reported that during the procedure the blade of the ultrasonic scalpel fell off of the device while in the patient. Nothing was left in the patient and no patient injury was reported by the user facility.

Manufacturer narrative:
Multiple attempts were made to obtain additional information such as device information and procedure information but no additional information was provided. The device and packaging were all discarded. Since the device was not returned to stryker sustainability solutions for an evaluation, a root cause could not be determined. However, prior similar complaints have shown the root cause to be an impact of the jaw with a solid surface or object. Stryker sustainability solutions' instructions for use state, "avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error." The reported event is not occurring more frequently or with greater severity than is usual for the device.